Manufacturer narrative:
The needle was returned for analysis. The reported "frost on the needle shaft" was verified. The results of the investigation indicate a complete vacuum insulation loss. The cause of the vacuum loss could not be determined as no evidence of assembly errors, corrosion attack or rough handling were found on the vacuum sleeve component. The root cause of the issue could not be determined. The risk to a pt of a vacuum loss is the potential for a skin burn. This case was completed successfully, however, with no pt injury.

Event description:
"A rep called in an issue with a needle he had in a recent." The pt was under anesthesia at the time of the issue. The fprpr3508 was tested and worked perfectly. The needle was inserted into the pt and during the first freeze there was frost on the shaft of the needle. Through an image, the doctor was able to see how large the iceball was and he decided it was large enough for their particular tumor. The needle was not replaced and it was able to finish the case without any pt injury.